Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the megadyne ez clean electrode (0012m) blue insulated tip dropped out during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 7/18/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0012m device was returned with the ptfe insulation detached and it was returned. Due to the condition of the device returned the event reported was confirmed. The electrode was tested for continuity and passed the test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No definitive root cause could be reached that might have caused the detachment of the ptfe. A manufacturing record evaluation was performed for the finished device lot a9763a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 7/1/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0037h device was returned with the ptfe insulation detached and it was returned. Due to the condition of the device returned the event reported was confirmed. The electrode was tested for continuity and passed the test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No definitive root cause could be reached that might have caused the detachment of the ptfe. A manufacturing record evaluation was performed for the finished device lot a9763a, and no non-conformances were identified.